Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia.  Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing in this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the stenosis in the left main trunk cannot be confirmed; however, it is possible that a piece of calcium may have displaced and embolized into the lca. In addition, the physician speculated that the first hemodynamic collapse was caused by the left coronary artery stenosis or suicide lv. Air embolization during weaning off the pcps was suspected to cause the second one. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr for aortic position, coronary artery stenosis and prolonged hypotension occurred. A 23mm sapien 3 valve was deployed in the targeted position. Post deployment, the blood pressure (bp) did not recover and cardiac massage was initiated. Percutaneous cardiopulmonary support (pcps) was introduced and hemodynamics became stable. Transesophageal echo (tee) showed weakened left ventricular (lv) motion but no effusion. There found to be a stenosis in the left main trunk compared with preoperative condition although blood flow was maintained. Percutaneous coronary intervention was performed, and then the pcps was weaned off. After removing the pcps, the systolic bp suddenly dropped to 30¿s mmhg. Cardiac massage was performed. Tee indicated the right ventricle moved weakly and swelled. Hemodynamics were recovered by administration of vasoactive drug. The patient returned to ICU with intra-aortic balloon pumping (iabp). The physician speculated that the first hemodynamic collapse was caused by the left coronary artery stenosis or suicide lv. Air embolization during weaning off the pcps was suspected to cause the second one.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.